Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. When pulling the suture through the tissue the suture broke. A like device was used complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The suture segment was examined under a stereomicroscope at 10-40x. The returned used segment was 8cm long with one end cut and one end broken. The circumstances and force required to cause the breakage could not be determined.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.